Manufacturer narrative:
(B)(4). Device broke during insertion; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record review was completed for both potential lot numbers: part 298.800.01s, lot p214134: release to warehouse date: june 25, 2015. Expiration date: april 30, 2020. Supplier: (B)(4). Part 298.800.01s, lot p226664: release to warehouse date: january 07, 2016. Expiration date: september 30, 2020. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Information reported on maude report: lot number: two different guidewires were used during the procedure; however it could not be identified the lot p214134 or p226664 was the device that broke. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number mw5066750. The only information contained in this report is correction or additional information. This is report 1 of 1 for (B)(4).